Event description:
This will be filed to report incomplete coaptation. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+ with thin, flail leaflets and chordal and papillary muscle rupture. The first clip was implanted successfully. While advancing the second clip the physician noticed the first clip was detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment). The second clip was then removed from the patient and the procedure was concluded with no change in mr. There was no clinically significant delay in the procedure and no additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda appears to be related to patient morphology/pathology. The unchanged mr appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention performed to address the unchanged mr. There is no indication of a product issue with respect to manufacture, design or labeling.